Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. The insertion site was abdomen. The patient experienced high blood glucose 500mg/dl and treated with correction injection via multiple daily injections no further information available